Event description:
It was reported the lcd (liquid crystal display) is not good. The device was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the interconnect flex was out of specification, the seven segment display connector on the interconnect flex was intermittent. It was also noted that the high rate cover, upper case, lower case, one battery latch, side bail covers and ring cover were broken, the main clear cover was missing, and the battery drawer was contaminated. (B)(4).